Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the tip of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.5 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged with struts on the distal side distorted and stretched over the distal markerband. The stent od (outer diameter) of the undamaged proximal section was measured which is within max crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the tip of the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.